Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. Treatment was unknown. The cause of the peritonitis was unknown. It was not reported if the patient was hospitalized for the event. On an unknown date, pd therapy was discontinued and hemodialysis was started. At the time of this report, the patient was recovering from this peritonitis event. No additional information is available. This is report 3 of 3 involved in this peritonitis event.

Manufacturer narrative:
Complaint no: (B)(4). The reported product is an unknown baxter minicap. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. If additional relevant information is received, a supplemental medwatch will be filed. This report references the same patient as (B)(4).